Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia, and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors [loss of pacing capture during valve deployment] contributed to the valve malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the 23mm sapien xt valve was deployed too aortic. Initially bav was done with 20x4mm edwards balloon without complication and/or loss of pacing capture. A 23mm sapien xt valve was then positioned 50:50 within the native annulus without complication. Post angiography, pacing was initiated at 180 bpm with acceptable systolic pressure decrease sub 60mm/hg. During peak, valve deployment pacemaker capture was lost and/or a pvc proceeded a pacemaker captured beat causing loss of capture and migration of valve aortic. Angiogram and tee confirmed the 23mm sapien xt valve was deployed 95:5 [aortic:ventricular] within the native aortic valve and ascending aorta. A decision was made to deploy a second valve within the first valve to secure the first valve and solidify hemodynamic success. Post deployment of the second 23mm sapien xt valve there was excellent results; verified by aortic angiography and post deployment tee analysis. The patient was eventually extubated in the or and transferred to ICU in stable condition. The loss of pacemaker capture during deployment caused the valve to migrate aortic. The coronaries were confirmed to be patent